Event description:
Healthcare professional (hcp) of the home pt (hp) reported that the hp expired after using the homechoice pro cycler for apd therapy. The hp was hospitalized for hypotension. Upon hospitalization, the hp was diagnosed with necrotizing fasciitis. The hp expired while hospitalized due to necrotizing fasciitis three days later. The hcp subsequently requested that baxter healthcare obtain programming info contained within the hp's cycler and provide hp this info for hcp satisfaction. No autopsy was performed and the hcp does not attribute the hp's death to the cylcer or other baxter concomitant products. A copy of the death ceritificate was requested, however, it has not yet been received.